Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (cartridge alarm 19) was verified. The cartridge alarm 25 was identified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. Additionally, it was reported that a cartridge alarm 25 (removed cartridge alarm) occurred during the load process. The customer's blood glucose level was 125 mg/dl. It was confirmed that the customer had an alternate method of insulin delivery available.